Event description:
It was reported that bd plastipak¿ syringe contained foreign matter in the syringe. The following information was provided by the initial reporter: " piece of plastic on the plunger in the syringe. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo sample was provided to our quality team for investigation. The photo was evaluated and a particle was observed over the plunger. Through visual inspection, the particle appears to be consistent with the characteristics of a polypropylene particle. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. A project was initiated to reduce any foreign particles inside our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.